Event description:
An emt crew responded to a call involving an approximately 80-year-old woman who was breathless and pulseless. A family member who thought at first that she was sleeping found the pt. The family member started cardiopulmonary resuscitation. The emergency crew found the pt to be ashen and pale, but warm with no signs of lividity. It was not known how long the pt was in cardiac arrest. Prior to defibrillation, the package containing the electrode pads was opened for use and the pads appeared to be liquefied. A second set of pads was opened with the same results. It was reported that the electrode pads would not adhere to the pt due to the liquefaction. CPR was in progress the entire time. An advanced life support crew arrived and used another defibrillator to treat the pt. The pt was in a non-shockable rhythm and was pronounced in the field.